Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine follow-up, the patient reported experiencing palpitations. Pulse generator interrogation found that inappropriate programming had resulted in a diagnostics anomaly. Device reprogramming was performed and the patient would continue to be monitored.